Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During prep for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump tube clamp mechanism jammed. A "pump jam" error message was also observed. The user adjusted the occlusion to resolve the issue. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.